Event description:
This event is reportable based on the product analysis approved on 12/16/2008. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon leak occurred. The 80% stenotic de novo lesion was located in the non-tortuous and non-calcified left anterior descending artery. The physician advanced the 2.5x15mm maverick2 balloon catheter to the lesion and inflated the balloon and "found it leaked". There were no pt complications. The procedure was successfully completed with another 2.5x15mm maverick2 balloon catheter. Pt's status is reported as "stable". However, the returned product analysis revealed that there was a pinhole in the balloon.

Manufacturer narrative:
Device evaluation: the condition of the returned unit was consistent with the complaint incident. A pinhole leak was identified in the balloon material. The leak was located approximately 1mm distal to the distal edge of the distal markerband. A detailed microscopic examination of the balloon material and markerband, identified no issues that could potentially have contributed to the leak. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.